Event description:
During consignment level checking, the product (orbit mini complex fill (B)(4)) was found abandoned in the corner of an angio suite of the hospital stretched, and it appeared that the device was used. Additionally, the delivery system was kink. The staff of the hospital didn't think that the device was object of a complaint report. There's no information when the device was used exactly and the account does not remember the event exactly. Other than the reported events, no other damage was noticed on any of the section of the device (coil, delivery system, etc).

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15186836 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. The no other issues were noted that were considered potentially related to the reported complaint. Additional information will be added within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During consignment level checking the sales rep reporting finding a 3x6 orbit mini complex fill set aside. With inspection it was found that it was kinked with a separated delivery tube. It was reported that the hospital staff did not think that they were objects of complaints and no further information is available regarding the use or event associated with the device. A non-sterile trufill dcs orbit coil was received coiled inside of a plastic bag. Device was inspected and hypotube was broken; additionally it presented kinks. The rest of the hypotube, support coil, gripper and embolic coil were inside of the introducer which has a clot inside of it. Embolic coil was stretched at proximal side. No other damages were noted. The broken section was inspected under microscope and it appears to have kinked prior to breaking/separation. Gripper and embolic coil were inspected under microscope and no other anomalies were noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15186836 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The coil was confirmed to be stretched and the kinked and broken delivery tube was confirmed. The cause of the broken section appears to be due to kinking prior to breaking. Handling of the device and or procedural factors may have contributed. Due to the lack of information regarding the use of the device and the events, the timing and cause of the damages noted in the device could not be conclusively determined; however, neither the analysis nor the DHR review suggests that this issue could be related to the manufacturing process. Inspections are in place to prevent damaged products from leaving the facility. Therefore no corrective action will be taken.